Event description:
It was reported that a viper 2 tap was used to cannulate the right l3 of the vertebrae for a l2-3 pedicle screw placement. As the physician placed a k-wire through the jam shidi, the physician tapped the wire through so that almost all of the thread a was placed when the tap broke off with the threaded portion stuck inside the vertebral body. The physician assessed the removal of the broken tip of the tap as difficult, and so the k-wires in both the l2-3 pedicles were removed and the surgery completed without placing pedicle screws on the patient right side as intended. The broken portion of the tap remains in the patient.

Manufacturer narrative:
Visual inspection revealed that the tap fracture was located at the instrument¿s threaded working end. The second half of the broken tap was not returned as it remains implanted in the patient. The device was then sent to the lab for fracture analysis. A scanning electron microscopy (sem) analysis was performed on the fractured surface to facilitate a more detailed investigation of the fracture characteristics of the part. Results show evidence of a quasi-static torsional shear failure that is extended around the center of the shaft. No material defects or other abnormalities were observed during this analysis. A review of the device history record for the viper2 6mm self drilling tap found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12-month review of the complaint trend analysis for the viper2 6mm self drilling tap was conducted on the specific code from this complaint as the shank diameter affects the stress profile during tapping and therefore the diameter is not indicative of the family or vice versa. In this complaint there was no reported harm to the patient. However, instrument grade material remnants implanted in the patient may likely change the course of post-operative care and could further necessitate the need for medical intervention in the future. As such, potential harm may exist if the fault were to recur. The number of related complaints was noted to be greater than the upper control limit for this device failure. Therefore, a data review (dr-001585) was opened on april 23, 2014 to further evaluate the observed occurrence rate compared to the identified occurrence rate in the dfmea (dva-102479-drad revision aa). No further trending action will be taken as a part of this complaint file. The root cause of the viper2 6mm self drilling tap fracturing during use cannot positively be determined. However, the fracture analysis report shows evidence of a plastic deformation and torsional shear markings following a circular pattern around the cannulation. This suggests that the tap underwent a quasi-static torsional shear failure. No corrective action/preventive action (CAPA) is required at this time as there have been no issues identified in the manufacturing or release of this device. Additionally, a data review (dr-001585) has been opened to further evaluate the observed occurrence rate compared to the identified occurrence rate in the dfmea (dva-102479-drad revision aa). Therefore, this complaint will be closed with no further action required.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.